Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of both sutures' material specifications found that tensile strength requirements are specified, and certificates of conformance and of analysis are required with each shipment. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a procedural variance could not be ruled out as a likely contributory factor. No further risk to the patient is anticipated as a result of the additional 8mm drilling of the femur. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the ultrabutton silk broke during pulling graft. Hcp confirmed they did not put too much force during pulling however it broke. The broken pieces were removed from the patient using tweezers. The procedure was successfully completed using a back-up device, drilling femur additional depth of 8 mm to use endobutton 20 mm . There was no surgical delay greater than 30 minutes and no further complications were reported.